Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured between october 22, 2019 to october 24, 2019. H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a japanese infusor sv (small volume) under infused during a patient infusion at the hospital. The device had been filled with fluorouracil (5-fu) and 20ml saline (both non-baxter products). The total fill volume was 100ml. The infusion took more than the expected 46 hours; further described as ¿the amount of residual liquid was approximately several ml after 46 hours¿. There was no patient injury or medical intervention associated with this event. No additional information is available.